Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the mc obstruction detection transducer and the mc sample probe. The fse then performed all the necessary alignments, calibrations, and ran qc. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that all modular chemistry (mc) and chemistry cartridge (cc) side patients were low and discovered that the mc obstruction transducer was leaking in the synchron lx I 725 clinical system. This issue caused an mc obstruction detection error to appear. The customer indicated that no injuries occurred during this event.